Manufacturer narrative:
Lens was returned in a ziploc bag, in a vial, in liquid. Visual inspection found haptic torn. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl 13.2, -9.00/1.5/089 (sphere/cylinder/axis), implantable collamer lens into the patient's eye on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Initial MDR should have included: very narrow angles due to iris bowing were also reported. Patient code 3191: very narrow angles due to iris bowing should have been included in initial MDR. Claim#: (B)(4).